Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The door is leaking water at the bottom side of the door by the hinge side.